Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with intermittent stimulation of the left pectoral muscle. The device was reprogrammed and autocapture was turned off. The lead remained implanted.